Event description:
The customer reported that the system powered off while in standby mode. The customer was able to restart the system and complete the case. Also there was a high pitch noise coming from the low voltage power supplies. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the power cord and power plug for tightness. He ordered low voltage power supplies. The work station was making humming noises, and the rep determined it was the surge suppressor and not the power supply. He replaced the l1 surge suppressor. The system operates as intended.